Event description:
Event verbatim [preferred term] heat burns and blisters on the back right above both butt cheeks/1 has a red circle around it/the area was extremely painful/felt a twinge, a sharp twinge/I wore on my skin [burns second degree] , wearing a snug waistband/belt or similar or otherwise applied pressure over the area/read the usage instructions on thermacare before she used the product [intentional device misuse] , her skin was stuck to it/ the skin tore off some/removed from skin due to skin & blood that came off on the patch from my body [skin exfoliation] , there is a scab on it with other little blisters and a ring around it/the scab on the butt checks [scab] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 50-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t48943, expiration date oct2020, from 24nov2018 at just took off the backing and laid it straight across her low, low back for low back pain. Medical history included rheumatoid arthritis in her hands and post-menopausal. There were no concomitant medications. The patient previously used gel pack that she made up for herself for pain relief probably several months ago for a couple hours, maybe 2-3 hours off and on for 20 minutes and she waited about 10 minutes at a time for use and did not experience any problem/symptoms. The patient stated she had been using the thermacare heatwraps for her back pain and used them over thanksgiving on the way home. She used the first one the night before thanksgiving, during the main thanksgiving feast and then she took it off at 5 pm the on saturday evening, on (B)(6) 2018 for like 4-5 hrs. She then put the next one on at 11am on sunday (B)(6) 2018 for her ride home and had it on for 11 hours; from 11am-4pm that afternoon (also reported as placed on low back at 10:00, removed 5:00). She read the usage instructions on thermacare before she used the product. She was wearing a snug waistband/belt or similar or otherwise applied pressure over the area when she was on a prolonged car ride on (B)(6) 2018. She attached the adhesive to body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare, maybe every hour to an hour and a half during the ride home. She also stated she had the product on for 6 hours and then she got 2 heat burns on the back right above both butt cheeks and blisters on (B)(6) 2018. There were 2 big burns and she still had them. She stated that 1 had a red circle around it with other little tiny blisters all around it and the other butt cheek she had a heat burn with blisters sporadically all around it. She only had it on for 6 hours and when she took the wrap off her skin was stuck to it. She stated thermacare heatwraps burned her the morning of the (B)(6)2018. The area was extremely painful. When she got to her mother's home and went to the bathroom she reached when she used the bathroom and felt a twinge, a sharp twinge and took off the wrap and then she saw the big blister with her skin on it when it was removed. When she got her home she saw an another blister, another one had showed up. She did take pictures if needed. The blisters and burns were on the back down on both of the butt checks and the skin tore off some in (B)(6)2018 there was a scab on it with other little blisters and a ring around it in 2018. These areas did not seem to be worse and ongoing. Heat burns and blisters on the back right above both butt cheeks was reported as worsened. The blisters and burn areas and the scab on the butt checks remained. She did not consult a healthcare professional for the problems/symptoms yet. Her doctor did not know anything about this yet. She put on a blister band-aid made for blisters. She placed 2 of those on there the day it happened for about an hour and 2 later when she got home so the blisters on the skin wouldn't tear and skin would come off more than it had. She did not have the box. She provided a paa084558 number seen on the wrapper. She probably placed the product the lowest she could go around the top of the butt cheek, right on her low hips. There was no change in the way she used the product. The patient was currently under the care of a physician for several medication conditions which was being treated. She classified skin tone as very light or fair. She had no sensitive skin. She had no any abnormal skin conditions. She purchased red box. Packaging was sealed and intact. The original wrap that she was burned with was thrown away after removed from skin due to skin & blood that came off on the patch from her body. There was product remaining. Device was available for evaluation. The patient reported seriousness criteria as malfunction. The patient was not hospitalized in response to the events. The patient received treatment for the event blisters. The patient did not receive any treatment for "wearing a snug waistband/belt or similar or otherwise applied pressure over the area/read the usage instructions on thermacare before she used the product", "her skin was stuck to it/ the skin tore off some" and "there is a scab on it with other little blisters and a ring around it/the scab on the butt checks". The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6)2018. The outcome of the events was resolved on an unspecified date. The reporter considered that there was a reasonable possibility that the event burn blister was related to the thermacare heatwrap. Additional information has been requested and will be provided as it becomes available. Follow-up (08jan2019): new information received from a contactable consumer includes: action taken, device stop date, event outcome. The patient was not hospitalized in response to the events. The patient did not receive any treatment for "wearing a snug waistband/belt or similar or otherwise applied pressure over the area/read the usage instructions on thermacare before she used the product", "her skin was stuck to it/ the skin tore off some" and "there is a scab on it with other little blisters and a ring around it/the scab on the butt checks". Company clinical evaluation comment based on the information provided, the events of "burn blisters" 'intentional device misuse" "skin peeling" 'scab" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" 'intentional device misuse" "skin peeling" 'scab" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal release records, thermal results all met product release criteria. Consumer reports the wrap " she got 2 heat burns on the back right above both butt cheeks" . The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Heat burns and blisters on the back right above both butt cheeks/1 has a red circle around it/the area was extremely painful/felt a twinge, a sharp twinge/I wore on my skin/worsened [burns second degree] , wearing a snug waistband/belt or similar or otherwise applied pressure over the area/read the usage instructions on thermacare before she used the product [intentional device misuse] , her skin was stuck to it/ the skin tore off some/removed from skin due to skin & blood that came off on the patch from my body [skin exfoliation] , there is a scab on it with other little blisters and a ring around it/the scab on the butt checks [scab]. Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A 50-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: t48943, expiration date oct2020, from 24nov2018 at just took off the backing and laid it straight across her low, low back for low back pain. Medical history included rheumatoid arthritis in her hands and post-menopausal. There were no concomitant medications. The patient previously used gel pack that she made up for herself for pain relief probably several months ago for a couple hours, maybe 2-3 hours off and on for 20 minutes and she waited about 10 minutes at a time for use and did not experience any problem/symptoms. The patient stated she had been using the thermacare heatwraps for her back pain and used them over thanksgiving on the way home. She used the first one the night before thanksgiving, during the main thanksgiving feast and then she took it off at 5 pm the on saturday evening, on (B)(6) 2018 for like 4-5 hrs. She then put the next one on at 11am on sunday on (B)(6) 2018 for her ride home and had it on for 11 hours; from 11am-4pm that afternoon (also reported as placed on low back at 10:00, removed 5:00). She read the usage instructions on thermacare before she used the product. She was wearing a snug waistband/belt or similar or otherwise applied pressure over the area when she was on a prolonged car ride on (B)(6) 2018. She attached the adhesive to body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare, maybe every hour to an hour and a half during the ride home. She also stated she had the product on for 6 hours and then she got 2 heat burns on the back right above both butt cheeks and blisters on (B)(6) 2018. There were 2 big burns and she still had them. She stated that 1 had a red circle around it with other little tiny blisters all around it and the other butt cheek she had a heat burn with blisters sporadically all around it. She only had it on for 6 hours and when she took the wrap off her skin was stuck to it. She stated thermacare heatwraps burned her the morning of on (B)(6) 2018. The area was extremely painful. When she got to her mother's home and went to the bathroom she reached when she used the bathroom and felt a twinge, a sharp twinge and took off the wrap and then she saw the big blister with her skin on it when it was removed. When she got her home she saw an another blister, another one had showed up. She did take pictures if needed. The blisters and burns were on the back down on both of the butt checks and the skin tore off some on (B)(6) 2018 there was a scab on it with other little blisters and a ring around it on (B)(6) 2018. These areas did not seem to be worse and ongoing. Heat burns and blisters on the back right above both butt cheeks was reported as worsened. The blisters and burn areas and the scab on the butt checks remained. She did not consult a healthcare professional for the problems/symptoms yet. Her doctor did not know anything about this yet. She put on a blister band-aid made for blisters. She placed 2 of those on there the day it happened for about an hour and 2 later when she got home so the blisters on the skin wouldn't tear and skin would come off more than it had. She did not have the box. She provided a paa084558 number seen on the wrapper. She probably placed the product the lowest she could go around the top of the butt cheek, right on her low hips. There was no change in the way she used the product. The patient was currently under the care of a physician for several medication conditions which was being treated. She classified skin tone as very light or fair. She had no sensitive skin. She had no any abnormal skin conditions. She purchased red box. Packaging was sealed and intact. The original wrap that she was burned with was thrown away after removed from skin due to skin & blood that came off on the patch from her body. There was product remaining. Device was available for evaluation. The patient reported seriousness criteria as malfunction. The patient was not hospitalized in response to the events. The patient received treatment for the event blisters. The patient did not receive any treatment for "wearing a snug waistband/belt or similar or otherwise applied pressure over the area/read the usage instructions on thermacare before she used the product", "her skin was stuck to it/ the skin tore off some" and "there is a scab on it with other little blisters and a ring around it/the scab on the butt checks". The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events was resolved on an unspecified date. The reporter considered that there was a reasonable possibility that the event burn blister was related to the thermacare heatwrap. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal release records, thermal results all met product release criteria. Consumer reports the wrap " she got 2 heat burns on the back right above both butt cheeks" . The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (08jan2019): new information received from a contactable consumer includes: action taken, device stop date, event outcome. The patient was not hospitalized in response to the events. The patient did not receive any treatment for "wearing a snug waistband/belt or similar or otherwise applied pressure over the area/read the usage instructions on thermacare before she used the product", "her skin was stuck to it/ the skin tore off some" and "there is a scab on it with other little blisters and a ring around it/the scab on the butt checks". Follow-up (09jan2019): new information received from product quality complaints included: investigational results. Company clinical evaluation comment based on the information provided, the events of "burn blisters" 'intentional device misuse" "skin peeling" 'scab" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the events of "burn blisters" 'intentional device misuse" "skin peeling" 'scab" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is nonassignable (complaint not confirmed). After a review of the batch thermal release records, thermal results all met product release criteria. Consumer reports the wrap " she got 2 heat burns on the back right above both butt cheeks" . The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Heat burns and blisters on the back right above both butt cheeks/1 has a red circle around it/the area was extremely painful/felt a twinge, a sharp twinge/I wore on my skin/worsened [burns second degree]. Wearing a snug waistband/belt or similar or otherwise applied pressure over the area/read the usage instructions on thermacare before she used the product [intentional device misuse]. Her skin was stuck to it/ the skin tore off some/removed from skin due to skin & blood that came off on the patch from my body [skin exfoliation]. There is a scab on it with other little blisters and a ring around it/the scab on the butt checks [scab]. Case description: this is a spontaneous report from a contactable consumer reported for herself. A 50-year-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: t48943, expiration date: oct2020, from on (B)(6) 2018, at just took off the backing and laid it straight across her low, low back for low back pain. Medical history included rheumatoid arthritis in her hands and post-menopausal. There were no concomitant medications. The patient previously used gel pack that she made up for herself for pain relief probably several months ago for a couple hours, maybe 2-3 hours off and on for 20 minutes and she waited about 10 minutes at a time for use and did not experience any problem/symptoms. The patient stated she had been using the thermacare heatwraps for her back pain and used them over thanksgiving on the way home. She used the first one the night before thanksgiving, during the main thanksgiving feast and then she took it off at 5 pm the on saturday evening, on (B)(6) 2018 for like 4-5 hrs. She then put the next one on at 11am on sunday on (B)(6) 2018 for her ride home and had it on for 11 hours; from 11am-4pm that afternoon (also reported as placed on low back at 10:00, removed 5:00). She read the usage instructions on thermacare before she used the product. She was wearing a snug waistband/belt or similar or otherwise applied pressure over the area when she was on a prolonged car ride on (B)(6) 2018. She attached the adhesive to body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare, maybe every hour to an hour and a half during the ride home. She also stated she had the product on for 6 hours and then she got 2 heat burns on the back right above both butt cheeks and blisters on (B)(6) 2018. There were 2 big burns and she still had them. She stated that 1 had a red circle around it with other little tiny blisters all around it and the other butt cheek she had a heat burn with blisters sporadically all around it. She only had it on for 6 hours and when she took the wrap off her skin was stuck to it. She stated thermacare heatwraps burned her the morning on (B)(6) 2018. The area was extremely painful. When she got to her mother's home and went to the bathroom she reached when she used the bathroom and felt a twinge, a sharp twinge and took off the wrap and then she saw the big blister with her skin on it when it was removed. When she got her home she saw an another blister, another one had showed up. She did take pictures if needed. The blisters and burns were on the back down on both of the butt checks and the skin tore off some on (B)(6) 2018 there was a scab on it with other little blisters and a ring around it on (B)(6) 2018. These areas did not seem to be worse and ongoing. Heat burns and blisters on the back right above both butt cheeks was reported as worsened. The blisters and burn areas and the scab on the butt checks remained. She did not consult a healthcare professional for the problems/symptoms yet. Her doctor did not know anything about this yet. She put on a blister band-aid made for blisters. She placed 2 of those on there the day it happened for about an hour and 2 later when she got home so the blisters on the skin wouldn't tear and skin would come off more than it had. She did not have the box. She provided a paa084558 number seen on the wrapper. She probably placed the product the lowest she could go around the top of the butt cheek, right on her low hips. There was no change in the way she used the product. The patient was currently under the care of a physician for several medication conditions which was being treated. She classified skin tone as very light or fair. She had no sensitive skin. She had no any abnormal skin conditions. She purchased red box. Packaging was sealed and intact. The original wrap that she was burned with was thrown away after removed from skin due to skin & blood that came off on the patch from her body. There was product remaining. Device was available for evaluation. The patient reported seriousness criteria as malfunction. The patient was not hospitalized in response to the events. The patient received treatment for the event blisters. The patient did not receive any treatment for "wearing a snug waistband/belt or similar or otherwise applied pressure over the area/read the usage instructions on thermacare before she used the product", "her skin was stuck to it/ the skin tore off some" and "there is a scab on it with other little blisters and a ring around it/the scab on the butt checks". The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2018. The outcome of the events was resolved on an unspecified date. The reporter considered that there was a reasonable possibility that the event burn blister was related to the thermacare heatwrap. Conclusion from the product quality complaint group included: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal release records, thermal results all met product release criteria. Consumer reports the wrap " she got 2 heat burns on the back right above both butt cheeks" . The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (08jan2019): new information received from a contactable consumer includes: action taken, device stop date, event outcome. The patient was not hospitalized in response to the events. The patient did not receive any treatment for "wearing a snug waistband/belt or similar or otherwise applied pressure over the area/read the usage instructions on thermacare before she used the product", "her skin was stuck to it/ the skin tore off some" and "there is a scab on it with other little blisters and a ring around it/the scab on the butt checks". Follow-up (09jan2019): new information received from product quality complaints included: investigational results. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" 'intentional device misuse" "skin peeling" 'scab" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Follow-up (27feb2019): this is a follow-up report combining information from duplicate reports: (B)(4) the current and all subsequent information will be reported under manufacturer report number: (B)(4). This case is now considered invalid as it is a duplicate case. No follow up attempts are needed. No further information is expected.

Event description:
Event verbatim [preferred term] heat burns and blisters on the back right above both butt cheeks/1 has a red circle around it/the area was extremely painful/felt a twinge, a sharp twinge [burns second degree], wearing a snug waistband/belt or similar or otherwise applied pressure over the area/read the usage instructions on thermacare before she used the product [intentional device misuse], her skin was stuck to it/ the skin tore off some [skin exfoliation], there is a scab on it with other little blisters and a ring around it/the scab on the butt checks [scab]. This is a spontaneous report from a contactable consumer reported for herself. A (B)(6) years-old female patient (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t48943, expiration date oct2020, from (B)(6) 2018 at just took off the backing and laid it straight across her low, low back for low back pain. Medical history included rheumatoid arthritis in her hands and post-menopausal. There were no concomitant medications. The patient previously used gel pack that she made up for herself for pain relief probably several months ago for a couple hours, maybe 2-3 hours off and on for 20 minutes and she waited about 10 minutes at a time for use and did not experience any problem/symptoms. The patient stated she had been using the thermacare heatwraps for her back pain and used them over (B)(6) on the way home. She used the first one the night before (B)(6), during the main (B)(6) feast and then she took it off at 5 pm the on saturday evening, on (B)(6) 2018 for like 4-5 hrs. She then put the next one on at 11am on sunday (B)(6) 2018 for her ride home and had it on for 11 hours; from 11am-4pm that afternoon. She read the usage instructions on thermacare before she used the product. She was wearing a snug waistband/belt or similar or otherwise applied pressure over the area when she was on a prolonged car ride on (B)(6) 2018. She attached the adhesive to body. She did not engage in exercise while using the product. She checked her skin under the product while wearing thermacare, maybe every hour to an hour and a half during the ride home. She also stated she had the product on for 6 hours and then she got 2 heat burns on the back right above both butt cheeks and blisters on (B)(6) 2018. There were 2 big burns and she still had them. She stated that 1 had a red circle around it with other little tiny blisters all around it and the other butt cheek she had a heat burn with blisters sporadically all around it. She only had it on for 6 hours and when she took the wrap off her skin was stuck to it. She stated thermacare heatwraps burned her the morning of the (B)(6) 2018. The area was extremely painful. When she got to her mother's home and went to the bathroom she reached when she used the bathroom and felt a twinge, a sharp twinge and took off the wrap and then she saw the big blister with her skin on it when it was removed. When she got her home she saw an another blister, another one had showed up. She did take pictures if needed. The blisters and burns were on the back down on both of the butt checks and the skin tore off some in (B)(6) 2018 there was a scab on it with other little blisters and a ring around it in 2018. These areas did not seem to be worse and ongoing. Heat burns and blisters on the back right above both butt cheeks was reported as worsened. The blisters and burn areas and the scab on the butt checks remained. She did not consult a healthcare professional for the problems/symptoms yet. Her doctor did not know anything about this yet. She put on a blister band-aid made for blisters. She placed 2 of those on there the day it happened for about an hour and 2 later when she got home, so the blisters on the skin wouldn't tear and skin would come off more than it had. She did not have the box. She provided a (B)(4) number seen on the wrapper. She probably placed the product the lowest she could go around the top of the butt cheek, right on her low hips. There was no change in the way she used the product, and did not really state she will permanently or temporarily use this product. The patient was currently under the care of a physician for several medication conditions which was being treated. She classified skin tone as very light or fair. She had no sensitive skin. She had no any abnormal skin conditions. She purchased red box. Packaging was sealed and intact. She discarded it after use that was when she noticed the burn. There was product remaining. Device was available for evaluation. The patient reported seriousness criteria as malfunction. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event burn blister was not resolved and the outcome of the other events was unknown. The reporter considered that there was a reasonable possibility that the event burn blister was related to the thermacare heatwrap. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" 'intentional device misuse" "skin peeling" 'scab" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" 'intentional device misuse" "skin peeling" 'scab" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.